Event description:
Hill-rom received a report from the account stating a patient dropped 1.5 m. The location of the lift at the time of the incident is unknown. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom received a report from the account stating a patient dropped 1.5 m. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this lift. The facility performed preventative maintenance on this lift in 2012, 2013, 2014. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.